Event description:
It was reported that there was a broken minicap found, prior to use. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number ps43f6 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The actual device was not received for analysis, but a photographic sample was provided and evaluated. The visual inspection that was conducted on the photograph found that the minicap was broken, confirming the reported event. The process of assembling parts of the minicap and packaging was reviewed at the plant and no potential factors were found that can cause this type of damage. The cause of the event was undetermined. Should additional relevant information become available, a follow up medwatch will be submitted.